Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2014. The lifevest detected an arrhythmia at 14:59:27. The patient's ECG strips show ventricular fibrillation (vf). The lifevest delivered three defibrillation shocks between 14:59:27 and 15:00:23. The post-shock rhythm of the first two treatments was vf. The post-shock rhythm of the third treatment was bradycardia. The response buttons were not pressed during the entire event. The device was shut down at 16:29:31. The exact time of the patient's passing is unknown.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is complete. Upon receipt, both the monitor and electrode belt were fully functional and able to detect and treat a patient. Device manufacture date: monitor sn (B)(4) - 03/2013 (reuse). Electrode belt sn (B)(4) - 03/2011 (reuse).